Event description:
A medtronic representative reported a navlock orange tracker that was unable to be seen by the site's camera. In trouble-shooting, all other trackers in the set were tested, new spheres were added, issue was not resolved. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: actual part returned had a different brand name and catalog number. The device was returned to the manufacturer for analysis. The returned driver was found to be in good condition with no physical damage. The driver received and released instruments without issue. With markers attached and fully seated, the driver met specification and tracked without issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.